Event description:
Reporter alleged the customer obtained back to back blood glucose results of 460 mg/dl, 110 mg/dl, 150 mg/dl and 103 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained back to back blood glucose results of 460 mg/dl, 110 mg/dl, 150 mg/dl and 103 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.